Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the rxverify request had been approved, but the medication did not appear on the cabinet for retrieval. A technical support specialist issued a transaction for hydrocodone-apap 10-325 mg tablet on the mql system on (B)(6) 2022 at 11:42:36 am for the listed patient, thereby resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower rxverify request had been approved, but the medication did not appear on the cabinet for retrieval. The issue was resolved via troubleshooting. There were no adverse events or injuries reported based on this incident.